Manufacturer narrative:
(B)(4). Batch # p5686f. The analysis results found that the ats45 device was received with the firing trigger broken off and with a reload loaded in the device. The device was loaded with a partially fired reload. The reload had the cartridge lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during an unknown procedure, the device jammed after the first staple. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information requested and received: can you please clarify, when the device "jammed after the first staple", did the device deliver a staple line and a cut line? Yes it blocked after during the 2nd firing, or did the device lock-out (no staples deployed and no cut line started)? Or, did the device start to deploy staples and cut but could not be completed (partially fire)? Was there any difficulty opening the device jaws? Yes if yes, how was the device removed from the patient? By using the unlock button if yes, did the jaws eventually open? By using the unlock button. This reopened the jaws.